Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 month after two dental implants were installed in intraoral regions #20 and #22, it was verified their non-osseointegration. A 40 ncm of primary stability was achieved and immediate load was executed. The patient presented bone type ii.